Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, two hsk-3038 seals did not load properly. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The products were returned.

Manufacturer narrative:
Investigation: maquet cardiovascular received the device on (B)(4), 2010. A visual inspection showed that the delivery device was returned with the seal and the tension spring assembly inside the loading device. The delivery tube was inside the loading device. The white plunger was not depressed on the delivery device. The loading device was bloody. Based upon the received condition of the device, the seal did not load properly into the delivery tube; the reported failure is confirmed. A lot history record review was performed and there was no nonconformance which could have attributed to this failure mode. (B)(4).